Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the nail broke after approximately 4 months of surgery. A revision surgery was required to replace the broken nail. No further information available. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the nail occurred through the elongated distal locking hole, close to the area of the bone fracture. The golden anodized nail was made of ti6al7nb (titanium alloy). The examination of the raw material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail was in compliance with the international standards iso 5832-11 and astm f 1295 for implants made of ti6al7nb. The dimensions of the investigated nail were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The outer distal diameter of the nail was 10.04 mm and the width of the elongated hole was 5.14 mm. The measurements were taken close to the fracture site. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. When examining the distal fracture surfaces of the nail using a scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The primary crack initiation started at the lateral side of the nail and ran into the material. At a higher magnification, fatigue striation were observed at the crack propagation zones and over a large amount of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (loading and unloading during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed dimples. The areas with dimples correspond to the residual forced fracture zone. Sem observation and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the nail was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads I load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload I fatigue failure. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.